Manufacturer narrative:
The returned devices were examined under magnification. All parts were in excellent condition. A review of the mfg records revealed no discrepancies. No info was found that showed a material, design, mfg, sterilization, or biocompatibility problem with the implants. The root cause of the infection is unk, but the available data supports the view that the infection was not related to the products.

Event description:
Revision surgery due to infection.